Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that the got a lost sensor alarm during an infusion set change. It was also found the customer was hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was 35 mg/dl at the time of incident. Customer reported being prescribed medications that caused their blood glucose to fluctuate. The customer reported their blood glucose rising to 473 mg/dl at the time of the call. Customer reported experiencing blurry vision, being sweaty and shakes as a symptom of their high. The customer bolused for their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.